Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that two days after the implant of the new device, the patient presented to the clinic with alarms sounding. High impedance was noted on the right ventricular lead. An x-ray taken of the device and lead noted that the right ventricular lead pin appeared to be pulled back. The patient was taken to surgery and it was found that the setscrew had loosened. The lead pin was pushed in and the setscrew was tightened. The impedance taken on the right ventricular lead was then at acceptable readings. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.